Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4). According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. Following the procedure on (B)(6) 2013, the patient experienced an exacerbation of her asthma with symptoms including shortness of breath, chest tightness, dyspnea, and wheeze. The patient was seen in the emergency room (ER) for continued monitoring and nebulizer treatments. The patient was discharged from the ER the same day. However, following discharge, the patient's symptoms of shortness of breath, dyspnea, and wheezing increased. The patient was hospitalized on (B)(6) 2013 and was treated with IV steroids and nebulizer treatments. The patient was discharged on (B)(6) 2013. This event of asthma exacerbation was considered resolved as of (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.53, fev1 % predicted: 84.33, fvc: 3.10, fvc % predicted: 81.79. Post-bronchodilator: fev1: 2.60, fev1 % predicted: 88.67, fvc: 3.14, fvc % predicted: 82.85.

Manufacturer narrative:
(B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation as a possible adverse event associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.